Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone (B)(6). A philips field service engineer (fse) evaluated the device and confirmed that there was no speaker sound. The fse replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating there was a speaker malfunction message. A good faith effort (gfe) conducted confirmed that the device was completely out of sound. The device was in use at the time of the event. No adverse event occurred.